Manufacturer narrative:
The complaint sample was evaluated and leaking was confirmed. A DHR review was conducted and no anomalies were seen. Leak testing is conducted as part of the manufacturing process for the device. The root cause of the leaking is unknown. Quest manufactures bulk non-sterile of this device which is sold to OEM for further processing and distribution.

Event description:
A report was received regarding an alleged incident encountered during use of the device. The report states that bloody leaking was observed durin use. A new device was used and no further leaking was seen.